Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. No issues were identified along hypotube shaft. A visual and tactile examination identified no damages along polymer shaft. A detailed microscopic examination of the balloon material identified no issues. The balloon was subjected to positive pressure. No issues identified during examination of the extrusion shaft. A microscopic examination of the blade segments identified 2mm of a blade segment missing. No issues were identified with the other blades, there were fully bonded onto the balloon. A microscopic examination of the tip section found no damage.

Event description:
Reportable based on device analysis completed on 01may2024. It was reported that the device could not cross the lesion. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (mlad). A 10mmx3.00mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that 2mm of a blade segment missing.